Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device has been returned for evaluation. This is isolated to defective transducer sensor, diff pres, miniture, 2.5 psi. This is a known issue which can be referenced with CAPA-000000281 and scar (B)(4).

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text: device was not returned.

Event description:
It was reported to vyaire medical that a transducer fault has occurred on the vela ventilator. There was no patient involved in this reported event.